Event description:
It was reported that premature battery depletion was observed. The remaining battery longevity rapidly decreased between follow-ups. The patient will continue to be monitored remotely and the device will be replaced when it reaches eri. The patient condition is stable.